Event description:
The customer contacted baxter's service center regarding a leaking supply line which occurred on the home choice during use during drain 1 of 4. The drain volume equaled 1668ml. The home patient (hp) stated that they had solution leaking from one of the supply lines. The hp had already disconnected themselves and the bags. The technical service representative assisted to end therapy. The hp would start over with new supplies. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. She stated that she remembered the leak, but did not recall where the leak was coming from. She did not remember if there was any visible damage to the cassette. She had not told her nurse about the incident, but therapy had been going well since and there were no adverse effects or inadvertent exposure to the solution reported.

Manufacturer narrative:
(B)(4).this complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.